Event description:
It was reported by the rep the device was used during a laparoscopic appendectomy, it was reported the surgeon punctured the abdominal aorta with the veress needle. The case was converted to open and the pt was transfused an unk amount of blood. Or time was 5 hrs. The device was not saved. No further info is available at this time.